Manufacturer narrative:
(B)(4). The evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes avaialble.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4). The field corrective action number has been provided.

Event description:
The facility representative contacted baxter to report failure code 810:11. This event occurred upon power up. During the product evaluation at baxter, it was determined that this event occurred during delivery, causing an interruption. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.